Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted due to urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2005 and tvt obturator was  implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent multiple revision surgeries on (B)(6)2006, (B)(6)2007, and (B)(6)2007. No additional information was provided.